Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. Needle and thread breakage defect occurs. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: patient status/ outcome / consequences --> no change request due to quantity mistake. Existing : 1(ea) change request : 36(ea) the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ which part of the device broke during the procedure, the suture or the needle? Please clarify ¿ did any device piece fall into the patient? If yes, ¿ was the piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the device piece(s)? ¿ was there any additional tissue damage as a result of searching for the device piece? *please clarify how many sutures broke during this one procedure. *please clarify how many needles broke during this one procedure. *please clarify how many needles pulled off of the suture during this one procedure. *please clarify how many products will be returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with thirty-six representative unopened samples were received for analysis. Product code vcp311h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, visual inspection on thirteen samples that were opened was performed. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained via: 1) please clarify how many sutures broke during this one procedure. I don¿t know the exact number of sutures that broke during this one procedure, but it was at least one or more. This problem has occurred in other cases as well, requiring nurses to change and open another suture pack. However, I don't have the exact number of sutures that broke. 2) please clarify how many needles broke during this one procedure. ¿ the needles did not break. The issue was that the needle and thread were separating during suturing. 3) please clarify how many needles pulled off of the suture during this one procedure. As mentioned before, I don¿t know the exact number, but it was at least one or more. 4) please clarify how many products will be returned for evaluation. I have already returned 5 boxes (36 pieces per box) from the same lot. 5) if 36 needles or sutures broke during the procedure, please create 3 additional pcs to hold ips for 36 devices. If the nurses request more, I will do that.